Manufacturer narrative:
Investigation result: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the clinical claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is not operating within acceptable tolerances. Result : first, we performed a visual inspection of the mininav. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valve. The opening pressure of the valve was out of tolerance, but all other specifications were met. The opening pressure of the valve was significantly higher than expected, shows a slower outflow of the testliquid. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows a slower outflow of testliquid at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported to miethke that a mininav valve 10 (part # fv660t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the surgeon suspected a slower outflow. The patient underwent a revision surgery on (B)(6) 2021, and the valve was replaced. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision surgery. Patient informations: age: (B)(6), weight: (B)(6), height: 50 cm, gender: male.